Manufacturer narrative:
Additional information will be reported in a supplemental report upon completion of the investigation.

Event description:
The following was reported: on the (B)(6) 2025, revision of broken exeter stem. No specific traumatic cause noted for the broken stem.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection: visual inspection was performed as part of the material analysis report (mar). This inspection indicated 'the exeter stem and femoral head were returned for investigation. Visual examination confirmed fracture through the neck of the stem. ' a material analysis has been performed. The report concluded: 'review of the exeter stem, catalogue # 0580-1-440, lot code g6091653 and femoral head, unknown catalogue number and lot code confirmed a fracture through the neck of the stem. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture to have propagated in fatigue with final fracture in overload. No manufacturing or material related defects were observed on the device surfaces examined. Clinician review: a review of the provided medical records by a clinical consultant indicated: 'two of the x-rays show a cemented exeter stem with a complete fracture with angulation and displacement at the trunnion body junction. The third x-ray shows a cemented exeter stem in anatomic position with multiple cerclage cables. A cemented exeter stem with a complete fracture with angulation and displacement at the trunnion body junction is confirmed. The root cause for this mechanical complication cannot be determined from the documentation provided. Should further documentation become available, I would be happy to further this investigation.' -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that '"on (B)(6) 2025 dr revised a broken exeter stem. No specific traumatic cause noted for the broken stem. The stem was retained and decontaminated and they would like to looked at for analysis.".' Visual inspection was performed as part of the material analysis report. This inspection indicated 'the exeter stem and femoral head were returned for investigation. Visual examination confirmed fracture through the neck of the stem. ' a material analysis has been performed. The report concluded: 'review of the exeter stem, catalogue # 0580-1-440, lot code g6091653 and femoral head, unknown catalogue number and lot code confirmed a fracture through the neck of the stem. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture to have propagated in fatigue with final fracture in overload. No manufacturing or material related defects were observed on the device surfaces examined. A review of medical records with a clinical consultant indicated 'a cemented exeter stem with a complete fracture with angulation and displacement at the trunnion body junction is confirmed. The root cause for this mechanical complication cannot be determined from the documentation provided.' Should further documentation become available, I would be happy to further this investigation.' No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.